Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up will be submitted as soon as the investigation is complete. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Event description:
The reported event occurred during the preparation and during endovascular aortic repair procedure. There was a total of five destino reach sheaths used at this procedure. Two sheaths with deflection issues occurred during preparation, it was noticed that the front part of the handle could not be rotated. Even with increased force, the front part of the handle could not be turned to enable deflection. (Reference 1035166-2025-00052). Two more sheaths were used; there were passage issues with them. The dilator and guidewire could be inserted, but even a standard 5f catheter encountered resistance. One additional 5f sheath (brand, model unknown) could not be inserted at all. It was found that the tip of the dilator was frayed. The obstruction was located at the level of the front part of the handle. It was reported the sheaths were tested according to the instructions for use (IFU) during preparation. The procedure was successfully completed using a fifth destino reach. No patient harm was reported, however, there was an approximate 90-minute procedure delay. No pictures, images, or videos are available of the malfunction. It is unknown if the patient's anatomy was tortuous, calcified, or obese, and it is not known if devices were used in a tortuous path when the event occurred. The four destino reach sheaths were returned for evaluation.